Event description:
The reporter stated that the keypad buttons are sticking. She stated that boluses are being cancelled without user intervention, the pump self-locks, and the buttons have a delayed response. She stated that the patient wears the pump on her belt and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The pump was exercised for 24 hours; the pump did not self-lock during testing. The pump was locked and unlocked successfully during investigation. During testing, boluses were successfully performed with no issues. There was no defect was found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.